Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure requiring the use of a bovie. The physician taped a magnet directly on top of the implantable cardioverter defibrillator to disable high voltage therapy function for the procedure. However, during the use of the bovie, the patient received inappropriate high voltage therapy. The magnet used was routinely used in previous cases with no issue. Upon further investigation, it was noted that the device entered magnet reversion mode intermittently due to improper placement of the magnet. The magnet was placed on top of the device rather than on the edge as recommended by the manufacturer. No further issues were reported and the patient was in good condition post procedure.